Manufacturer narrative:
Continuation of concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 2000 mcg for a total dose of 1366.68314 mcg/day, bupivacaine 15.4 mg for a total dose of 10.52346 mg/day, and hydromorphone 1.5 mg for a total dose of 1.02501 mg/day via an implantable pump. It was reported on (B)(6) 2021 catheter migration was observed during a catheter dye study (cds)prior to end of life replacement. It was stated the results of the dye study were normal. It was noted fluoroscopy noted the catheter moved from t8 to t5 (also noted the catheter migrated from t6 to t8). A catheter revision was recommended at pump replacement. A catheter revision was performed to move the catheter up and more left sided. There were no factors reported that may have led or contributed to the issue. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2021. The patient's status at time of report was alive-no injury. The device diagnosis was other catheter migration. Further information received indicated the migrated catheter was explanted/replaced on (B)(6) 2021. It was noted that at routine replacement surgery, a new 8782 was implanted at t4. It was noted the pump segment had an abnormal catheter piece to it, so a new pump segment (8784) was implant as well. The following systems were re viewed and were normal: general, heent (head, ears, eyes, nose, throat), pulmonary, cardiac, gi (gastrointestinal), musculoskeletal, skin, neurological, and psychiatric (stable anxiety and depression). The patient's hemoglobin was 13.3. The surgical procedure was replacement of pain pump and revision of catheter. The pump was in the left upper buttock and the catheter tip location was noted as t6. Medications included: hibiclens 4% topical liquid, keflex 500 mg capsule, mupirocin 2% topical ointment, narcan 4mg/actuation nasal spray, and one daily complete tablet. Allergies include morphine liquid (dizziness) and occlusive adhesive tape (skin rips). A review of the neurologic system revealed the patient had a transient ischemic attack/stroke (oral contraceptive pill plus smoking) in 2012. Other symptoms not listed included obesity and amenorrhea (3 years). The patient was a past smoker (quit date 2019). The patient's blood pressure was 110 over 74, height was 5'5", body max index was 34.9, and weight was (B)(6). The patient's diagnosis/history of present illness and past medical history included chronic back pain managed with pain pump (needs replacement), anxiety and depression (no medication, does counseling), and history of central venous thrombosis (2012) on oops plus smoking. Past surgical history includes back pain pump/catheter and d <(>&<)> c (dilation and curettage) in 2012. The etiology of the event indicated relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The patient's weight was (B)(6). The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found the catheter body was deformed in shape along with dislodgment allegation and damage to the transition tube. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.